Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, data was received and downloaded. The review of the downloaded data log confirmed the reported event of inaccurate blood glucose values.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).